Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). Our fse (field service engineer) was on site and investigated the reported issue. The fse informed us that the issue occurred due to misuse of the equipment by the nurse; filling the humidifier more than it should be. The water reached to circuits and damaged a printed circuit board. The logs were not received, but according to the service report the ventilator alarmed for o2 sensor/cable and printed circuit board related errors. The root cause of the reported issue is attributed to user error.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that water from the humidifier went into the ventilator during patient treatment, causing damage to the printed circuit boards. There was no patient harm. (B)(4).